Manufacturer narrative:
(B)(4). Date sent 5/22/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Additional information was requested, and the following was obtained: 1. Was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? 2. Or was there difficulty opening the packaging material (difficulty removing/peeling back the tyvek)? 3. Could you please identify the packaging (shipping box, primary packaging, box, pouch seal, or the plastic bag)? 4. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, containing cut or slit, or appear ripped)? 5. Was sterility compromised as a result of the packaging damage? 6. Please provide more details regarding the type of 'contaminated' fund the surgeon noted something like foreign matter in the anvil. (See photo attached) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, before used on the patient, open the packing and noted the device contaminated. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent 6/2/2025. D4 batch #. Photo analysis: this is an analysis of two photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows a close up of the anvil with the washer uncut and a black stain can be seen on the metal anvil near the washer. The second photo shows the device along with the anvil not placed, the safety engaged and also can be seen the sales unit box. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number 168d59, and no non-conformances were identified1.

Manufacturer narrative:
(B)(4). Date sent: 6/10/2025. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device was returned with no apparent damage and outside its original package and no packaging was returned for analysis. However, a brown stain that appears corrosion, was noted on the metal anvil near where the washer is placed. In addition, the device was received fully loaded with staples and washer uncut. No conclusion could be reached on the cause of the reported event since the device was returned outside of its package. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 168d59, and no non-conformances were identified.